Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accu tni results generated by the unicel dxi 800 access immunoassay system for two patients. Patient a: an initial accu tni result was 0.508ng/ml and 0.125ng/ml upon repeat. The sample was aliquoted, re-spun, and re-aliquoted and then retested and a result of 0.116ng/ml was obtained. Patient b: initially two results were obtained: 0.806ng/ml and 0.356ng/ml. The sample was aliquoted, re-spun, and re-aliquoted and then tested on a different instrument in the customer's lab and a result of 0.238ng/ml was obtained. The erroneous results were reported out of the lab and amended reports were sent. The customer did not report patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
The customer collects samples in 13 x 100 greiner tubes and centrifuges at 2,200 g for 15 minutes at 22 degrees c. Per customer, patient samples were 100% full and clear. Qc was within specifications. A field service engineer (fse) was dispatched to the customer's lab: the fse found evidence of gel on the sample probe tip and replaced the sample probe. The fse completed all necessary alignments. The fse completed 50 replicates of the level sense test which met specifications. The fse performed a system check which passed. The fse verified the instrument's alignment with acceptable results. Although hardware issues were addressed by the fse, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.